Event description:
During pta the filter basket of angioguard xp was delivered through the guiding catheter (shuttle sheath, cook) and deployed in the target lesion successfully, but strong friction/resistance occurred while withdrawing the deployment sheath from the patient's body. Somehow the physician managed to remove the sheath from the patient and the procedure was completed without any other problems. There was no adverse consequence to the patient. The target lesion was right carotid artery. There were mild calcification and vessel tortuosity, the rate of stenosis was 90%. Upon receipt of the product, the basket was detached and not included.

Manufacturer narrative:
During pta of the right carotid artery with mild calcification and vessel tortuosity, and a stenosis of 90% the filter basket of angioguard xp was delivered through the guiding catheter (shuttle sheath, cook) and successfully deployed. While withdrawing the deployment sheath strong friction/resistance was encountered. The physician removed the sheath from the patient and the procedure was completed without any other problems. There was no reported patient injury. Upon receipt of the returned product, it was noted that the filter basket was missing. The account was contacted and reported that the filter basket was possibly discarded at the hospital after the procedure. It was confirmed that the separated filter basket was not left inside of the patient. One non sterile angioguard xp was received coiled inside a plastic bag. The filter basket was detached of core wire and not returned. The deployment sheath was received detached of the core wire and with blood residuals. No other visual anomalies were found in the unit received. The core wire and the deployment sheath were observed under microscope and no anomalies were found. The functional analysis could not be performed due the filter basket was detached of core wire and was not returned. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01412707. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failures by the customer filter basket frayed/split/torn and removal difficulty of deployment sheath were not confirmed due that the filter basket was detached of core wire and was not returned. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. With the limited amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the event.